Event description:
(B)(4). Ever since I had essure implanted I've had lower abdominal pain, heavy bleeding, irregular periods, headaches, lower back pain, brain fog, fatigue, little to zero libido all the has never gone away. My procedure was covered completely by my insurance provider and was marketed as a non-surgical procedure that was done in my doctors office which is why I decided essure was the best for me. Worst decision in my life and if I could turn back time I would've gone with a traditional tubal ligation. Had a vaginal ultrasound that showed my uterus, ovaries, tubes, etc are all in good health. Waiting on blood work for testing my thyroid levels (which per my doctor would only be a cause for half of my symptoms) and if levels are good I will be getting a full hysterectomy to remove the essure coils!

Event description:
(B)(4). Thyroid levels have come back completely normal. Had to see a specialist because my implanting doctor refused to locate coils before surgery and planned on cutting my tubes and my coils for removal. To avoid coil fragments left behind in have decided to schedule my hysterectomy with a specialist familiar with essure removal. I have a supracervical laparoscopic partial hysterectomy scheduled for (B)(6) 2016! My body is having a negative reaction to the metal. Why was I not tested for a metal allergy, seems simple enough to test before implanting metal that my body could reject.